Event description:
It was reported that during a supply change the user did not press down firmly while inserting a new infusion set, resulting in an improper deployment; a representative confirmed the user had disconnected and then guided the user through a site-only change to complete the process. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included successful completion of the supply change with user education and no medical intervention. Investigation included troubleshooting and education by support. Investigation of this case revealed user technique contributed to an infusion set deployment issue associated with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user technique.